Manufacturer narrative:
In relation to the evaluation/repair results of the iabp, the solenoid driver board was replaced as per service bulletin in support of the current field action. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed several errors: electrical test fail #53 and autofill fail 9.0. The intervention made by the fse confirmed that the issue was due to the solenoid driver board. Therefore, service bulletin was performed and the solenoid driver board was replaced. Other actions performed by the fse include: checking of the voltages, calibration of pressure sensors, checking the calibration of the purge, testing of the fiber optic module, check for leakage and removing dust on the machine. As a result all functional testing was ok.

Event description:
The customer reported that an autofill failure was observed on the intra-aortic balloon pump (iabp), while in use on a patient. The iabp also displayed an electrical test failure code. As it was not possible to perform the autofill procedure, the user replaced the iabp to treat the patient. No clinical consequence was reported. The device was replaced and is currently quarantined. A maquet field service engineer (fse) will visit the customer on 21-aug-2017 to fix the device. Besides, further information on the event will be available at that time.